Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) had "migrated under the (patient's) skin from the chest to the abdomen." There was no information if the device remains in use. No patient complications have been reported as a result of this event.